Event description:
The initial reporter received questionable glucose hk gen.3 results from two patient samples tested on the cobas c 303 analytical unit. Patient sample 1 the initial result was 3 mg/dl. The repeat result was 143 mg/dl. Patient sample 2 the initial result was 4 mg/dl. The repeat result was 218 mg/dl. The initial results were deemed incorrect and were not reported outside of the laboratory.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 882312. The expiration date was not provided.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and replaced the gear pump heads, reagent, sample probe, and a solenoid valve. He also comprehensively cleaned the entire system with bleach and adjusted all mechanical components. He verified the analyzer's performance with successful test runs and qcs. The investigation determined that mechanical failure of the gear pumps and solenoid valve, contamination of the system, and worn reagent and sample probes caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.